Event description:
Following balloon sizing for a patent foramen ovale (pfo) the physician decided to use a septal occluder (11-mm amplatzer device in view of a floppy septum and large atrial septal communication). The device was advanced in the presence of a long 9-fr mm sheath and delivered to the left side, and then pulled back to the septum. The second portion delivered in the right atrium. Once stable and delivered, it was noticed that the disk and right atrium in the aortic rim side went into the left atrium. Following ultrasound imaging, it was decided to retrieve the device with a snare. Several attempts were made without success. The device embolized into the left atrium, left ventricle, and all the way down to the descending aorta and parked into the descending thoracic aorta. A sheath was inserted in the right femoral artery and a snare inserted without success. Forceps were also tried without success. Interventional radiology was called in and the device was eventually retrieved with a snare. The device was examined and intact. St jude medical rep present throughout the procedure. Pt recovered without incident. Device returned to the rep.